Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The caller stated that the buttons are unresponsive. The blood glucose reading at time of call was 123mg/dl. Advised the customer to remove the battery for five minutes and to insert a new battery, but the anomaly still persisted. The caller stated that the device alarmed after the battery was changed. The customer also mentioned that she got a low reservoir alarm when she went to change out the reservoir, and she was not able to prime. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed button error and no button responded due to corroded keypad traces. The insulin pump was tested with test keypad and no frozen screen noted.